Event description:
It was reported that there was evidence of ventricular undersensing and poor capture consistent with a possible dislodgement. The lead was tested and found to be functioning appropriately and remains in use. The physician then decided to remove and replace the device due to a possible malfunction. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.